Event description:
It was reported that the red call doctor indicator was seen on the latitude communicator. Boston scientific technical services (ts) was contacted, and ts recommended the patient contact the clinic. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the red call doctor indicator was seen on the latitude communicator. Boston scientific technical services (ts) was contacted, and ts recommended the patient contact the clinic. The device and leads remain in service. No adverse patient effects were reported.